Event description:
It was reported by service report that the fowler could not be raised to the full raised position. There was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
The unit was not repaired but was removed from service.